Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device name: s4s/sur-fit natura 2 pc - 2 pc durahesive (dh) convex moldable wafer. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report received indicated the patient experienced a rash underneath the adhesive border. The patient experienced the condition during a period of 1 month prior to complaint receipt. Patient preps with water, nystatin powder, allkare protective barrier wipe, stomahesive paste and skin barrier and eakin seal. Patient switched to coloplast product awaiting follow-up examination. Patient outcome was not noted.